Event description:
It was reported that during an unknown procedure, some malformed staples were deployed after the first firing with gold reload. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: additional information from affiliate: the samples had been discarded because the patient had (B)(6).